Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a recurring occlusion alert during insulin delivery that was previously cleared with testing for drops, after which the user elected to perform a full supply change including the infusion set and cartridge to resolve the issue. Symptoms included interruption of insulin delivery consistent with an occlusion alert. Outcomes included restoration of therapy after the supply change. Investigation included user-led troubleshooting and education with confirmation of flow via drop testing prior to recurrence. Investigation of this case revealed a suspected flow obstruction consistent with an occlusion, with the infusion set or cartridge delivery pathway as the probable source. It was concluded, based on previously established findings for similar reports, that the cause was a supply-related occlusion resolved by replacing consumable components.